Event description:
It was reported that this lead was explanted due to a loss of capture and elevated thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).